Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon arrival from implant the patient became increasingly hemodynamically unstable. 1800 milliliters (ml) of sanguineous output was drained from the chest tubes, and a massive transfusion protocol was activated given that the patient's clinical picture was consistent with hemorrhagic shock. 1300ml more of sanguineous output was drained from the chest tube before they went back to surgery. The patient status was ongoing at the time of study withdrawal.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16jun2022. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient passed away on (B)(6) 2022 due to brain death from cerebrovascular accident. It was reported the outcome was not device or therapy related and the pump would not be explanted. An autopsy will not be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists adverse events that may be associated with the use of the hm 3 lvas, including bleeding, stroke, and death. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.